Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the worsening mr could not be identified, as it was reported that the recurrent mr is possibly related to the study device, but could not be confirmed. The reported dyspnea was likely a secondary effect of the worsening mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
In addition to what was reported on the 30-day medical device report, the patient experienced shortness of breath.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation with hospitalization. It was reported that on (B)(6) 2010, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure with implantation of one clip, reducing the mr from grade 3+ to grade 1+. On (B)(6) 2014, recurrent mr was noted, classified as mild to moderate. The patient was hospitalized. No additional information was provided.